Manufacturer narrative:
The cutter was disposed at the facility. No evaluation can be performed. The lot/device manufacturing and sterilization records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that the cutter was primed and tested with no problems. However, during the procedure, the cutter was not cutting properly and it was pulling on the vitreous. A new cutter was used to complete the procedure and it worked as expected. There was no report of injury or consequences to the patient.